Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon reported the insulation on the plasmablade shaft cracked while dissecting a node and caused a patient burn. The reported burn was located on the right breast, lateral side, measuring 4¿ long, and width described as a very thin line. Topical antibiotic was used to treat the burn and no other interventions were needed. The degree of the burn is unknown.